Manufacturer narrative:
Product evaluation: evaluation of the em210 stylus touch handpiece found that the motor had failed. The motor was replaced, and the device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the handpiece was received in service and repair. Pre-repair temperature testing was performed on the device. After running the device for 1 minute at 60,000 rpm¿s, the temperatures recorded: t1 ¿ 34.1 degrees c, and, t2 ¿ 52.3 degrees c.

Event description:
The customer reported the em210 started working but overheated after a while. The procedure was completed with backup product(s); there was no patient impact.